Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152640.

Event description:
Voluntary medwatch received states the patient presented with dizziness due to low impedance on the right ventricular (rv) lead. No changes were reported. The patient status was unknown.